Event description:
It was reported that this right atrial (ra) lead was explanted due to noise and impedance issues. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Field b5 (problem description) was updated to a more specific description of the case.

Event description:
It was reported that this right atrial (ra) lead and implantable pulse generator (pacemaker) were explanted and replaced due to noise oversensing without pacing inhibition on the atrial channel. Out-of-range high pacing impedance was also noticed. It was unclear which of these products was causing the mentioned allegations. This ra lead was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Field b5 (problem description) was updated to a more specific description of the case. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. This lead was returned intact, not severed, with the helix mechanism in an extended position. Dried blood was noted in the helix housing and tip region, which is normal for active fixation leads. The inner coil conductor resistance measured as an intermittent electrical open, indicative of a fractured or broken conductor. X-ray imaging of the helix coupler region showed reduction (rounding) with evidence of corrosion on the distal end of the coupler and weld location that appears detached/separated from the coupler. These are characteristic of gate oxide failure. Laboratory testing was able to confirm the reported clinical observations of noisy signals, oversensing, and high pacing impedance based on the gate oxide failure.

Event description:
It was reported that this right atrial (ra) lead and implantable pulse generator (pacemaker) were explanted and replaced due to noise oversensing without pacing inhibition on the atrial channel. Out-of-range high pacing impedance was also noticed. It was unclear which of these products was causing the mentioned allegations. This ra lead was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Field b5 (problem description) was updated to a more specific description of the case. Field h10 (additional MFR narrative) the product investigation results were corrected to a clearer situation of the case. Please see the text below. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. This lead was returned intact, not severed, with the helix mechanism in an extended position. Dried blood was noted in the helix housing and tip region, which is normal for active fixation leads. A resistance test found the lead was not electrically continuous and an x-ray of the lead identified corrosion of an internal coupler. This corrosion was consistent with a continuous electrical current flowing through the lead. This finding was contributed to by an anomaly in the associated device; an issue with the integrated circuit component in the pacemaker resulted in continuous current flow, damaging this lead.

Event description:
It was reported that this right atrial (ra) lead and implantable pulse generator (pacemaker) were explanted and replaced due to noise oversensing without pacing inhibition on the atrial channel. Out-of-range high pacing impedance was also noticed. It was unclear which of these products was causing the mentioned allegations. This ra lead was returned for analysis and no additional adverse patient effects were reported.